Event description:
In 2006, 4 xia monoaxial 6.5 mm screws, two rods, and one mac bridge were implanted in a patient. Less than one year later, the doctor had informed the distributor that 2 of the 4 monoaxial implants had broken. The following year, a revision surgery was performed on the patient to remove and replace the broken implants.

Manufacturer narrative:
Add'l info and implants have have been requested, and if rec'd will be provided on a supplemental.